Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since the implant procedure in (B)(6) 2015 the pacing impedance measurements had increase and then decreased when it comes to this right ventricular (rv) lead. It was also noted that the pacing thresholds had increased and sensing was variable. The rv lead was explanted, and will not be returned. While the device remains implanted. No additional adverse patient effects were reported. Boston scientific technical services discussed the case, and the disk reviewed and had some additional questions when it comes to the helix being fully retracted as well as possibly an under inserted pin into the device header, although noise would be expected which was not present in this case. The field representative confirmed no noise was seen. Also noted that the rv lead was stable at the beginning of the procedure but it was elected to replace the lead and implant a new lead. It was noted that there were good measurements prior to the procedure in the programmer and the helix appeared to be normal.